Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6047839. Customer photos were received which shows an eclipse with pre-attached holder with the collar separated from hub. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that in the 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter, the safety shield moved along the needle and that the device operator was experienced. The device was not used on a patient. The device was not returned for evaluation, but a photo was sent.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.